Event description:
Phlebotomist noted fingers too long on vinyl gloves: perceived resultant diminished sensation to fingertips. When discarding butterfly needle after venipuncture, reports this contributed to piercing left thumb with the contaminated needle. Phlebotomist underwent needlestick protocol-screening for human immunodeficiency virus, hepatitis b,c. And liver profile.